Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure and shown black screen and offline on remote support service.the customer attempted to reboot the station, but the issue persisted.as per part investigation, it was determined that shorted to ground and fuse (f201) was blown on pcba dwr cntlr and pcba pmc had signs of fluid ingress in solder joints, causing communication issues.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.part analysis:the reported issue that "power failure" was confirmed by the field service engineer (fse) and further verified during the dchu inspection process.according to work order (B)(4), fse found drawer 6 and all cubies not detected, with no lights on the module controller, and the first replacement board was blown on powerup. The fse replaced the pyxibus module controller (pmc) board and both drawer boards with newer versions, reconnecting components one by one to isolate the issue. After reassigning the drawer in the storage configuration, all errors cleared, hta tests passed, and the customer was able to access with no issues.visual inspection:two pcba dwr cntlr v1.10/v1 (sn (B)(6)) were inspected, no signs of damage, fluid ingress or broken parts were found.two pcba pmc v1.06/v0.09bl hh (s/n (B)(6)) inspection revealed that pcba (sn (B)(6)) had signs of fluid ingress in solder joints. Pcba (sn (B)(6)) found no anomalies.dchu laboratory testing was performed:pcba dwr cntlr v1.10/v1 (sn (B)(6)) tested using a calibrated dmm in ohms mode. Component d501/mosfet q501 was found shorted to ground. Pcba pmc v1.06/v0.09bl hh (s/n (B)(6)) evaluated using dmm in continuity mode. Fuse f201 was determined to be blown; no continuity was detected.pcba dwr cntlr v1.10/v1 (sn (B)(6)) tested using the same dmm and confirmed to be functioning properly. Installed in a known-good dchu testing device to perform hta. No anomalies were found and testing passed successfully.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause of the reported issue was due to pcba dwr cntlr v1.10/v1 (sn (B)(6)). D501/mosfet q501 was shorted to ground and fuse (f201) was blown. Pcba pmc v1.06/v0.09bl hh (sn (B)(6)); pcba pmc v1.06/v0.09bl hh (sn (B)(6)) had signs of fluid ingress in solder joints, causing communication issues with the system.